Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a whitish fiber went into the eye. The fiber was removed with greater force of irrigation. Additional information was requested. This is one of two vigilance reports being filed for this facility. The alcon reference numbers are: (B)(4).